Manufacturer narrative:
The customer has decided not to return this unit for eval and repair. (B)(4).

Event description:
Covidien received info that this n65 pulse oximeter is missing segments in the saturation of peripheral oxygen (spo2) readings. The pt was not harmed or injured as a result of the event.